Event description:
Called to report disconnection of the male luer lock connector on this set. Customer reported phlebothrombosis incident with two pts due to the disconnection. No pt injury has been reported at this time.